Event description:
The patient heard a "pop" or "snap" in the area where the ins was implanted; afterward she was experiencing lower back pain. It was unknown if this is device related. Shortly after this, she told her physician that the device was not working. Symptoms were not specified. The physician implanted a test lead on the opposite side of the original implant and later connected an ins to this device was the results were satisfactory. On the same day of the new implant, the system on the right side was explanted. The company representative tested the device and the lead and found no issues (battery and impedances were normal). The patent recovered and was experiencing good therapeutic effect.